Event description:
Pt had a low anterior resection on 7/15/97. Was discharged on 7/22/97. Readmitted 7/25/97 & had an expl. Lap and colostomy on 7/26/97. Testing prior showed a leak at the site of the previous anastamosis. Md relayed info to sales rep at some point that he felt there may have been a problem with the device used.